Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may have malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplementals required.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reports that they don't think they are getting any therapeutic effect form their device and is in pain. The patient states that the trial was helping him and he saw a manufacturing representative (rep) about the issue a couple weeks ago. The patient also reported positional stim where when he gets in different positions, even an inch of movement causes the stim to be too strong. The patient did not have their patient programmer at the time of the call and stated that they would call back for further troubleshooting. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.